Event description:
It was reported a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 6914 ml during drain number one of treatment and 7349 ml during drain number two of treatment. These drain volumes are 314% and 334%, respectively, of the patient's largest prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 6914 ml during drain number one of treatment and 7349 ml during drain number two of treatment. These drain volumes are 314% and 334%, respectively, of the patient's largest prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent a system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.